Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker was unable to be interrogated by the programmer as there was no inductive telemetry. No interventions or changes were performed. No patient consequences were reported.